Event description:
Facility reported internal blood leak (7 uses). Estimated blood loss 150cc. No medical intervention. Incoming pressure on the renatron 30-40 psi reported. Pre-rinse off the "ro", pressure 30-40 psi reported. Facility does not use a test strip in the port. (Leaks happening 30 minutes to two hours into the treatment. Total of 4 leaks in five days). Maximum reuse is 30. The sample is not available for exam. Medwatch filed on the blood loss.